Event description:
The customer reported that the dilution cup overflowed and a fluid leak was observed from the probe housing on the ortho provue analyzer. Incident occurred during priming and a final wash. The customer did not know whether the reagents and samples on board were contaminated. No error messages were posted by the instrument. Fluid leak can lead to dilution of reagent/sample, carry over/cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the site and found that the pressure was high. The fe performed adjustments to the pressure regulator to return the analyzer to expected operation. The fe verified operations without any issues. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).